Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation is unable to be performed. The lot number was not provided, so the DHR is unable to be reviewed. The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. It is possible that the patient falling in (B)(6) 2020 contributed to this event. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device for migration and pain the patient experienced after falling. The c5/6 level was fused during the revision.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device for migration and pain the patient experienced after falling. The c5/6 level was fused during the revision.